Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, when performing kissing balloon technique, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was in good condition after the procedure.